Event description:
It was reported that the user believed the algorithms were off and experienced both low and high blood glucose while using the ilet, with coaching provided that the user had been overtreating lows and not announcing meals at appropriate times. Symptoms included hypoglycemia with a nadir of 44 mg/dl for less than one hour and hyperglycemia up to 362 mg/dl for about one hour, with device alerts received for low and for above 300 mg/dl; no loss of consciousness, dizziness, or other acute effects were reported. Outcomes included self-treatment of hypoglycemia with oral glucose and no need for assistance, no professional medical intervention, and no ketone testing or backup therapy for hyperglycemia. Investigation included complaint intake, review of reported bg trends and alert behavior, and user education on proper use of the ilet and the time required for system learning. Investigation of this case revealed use-related factors, specifically excessive carbohydrate treatment for lows and suboptimal meal announcement timing, with the device alerting as designed and no malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.